Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g crusted battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report an incident with the purely yours breast pump while pumping in her car on the morning of (B)(6) 2015. Customer was using rayovac batteries inside the battery compartment to power on her breast pump. Customer reports hearing a soft noise coming from the battery compartment about midway through the pumping session; the breast pump continued to function effectively so she completed the pumping. Customer later opened the battery compartment to find dark fluid leaking from the compartment from several damaged batteries. She denied any contact with the fluid therefore no injury or burn resulted from this event.